Manufacturer narrative:
The customer reported heplock would not flush and returned 5 unopened samples of materials: 2000e batch#: 23125063. The sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The smart sites were examined with a cut-off syringe to check if the blue piston would open up before infusing water, and all 5 sets had a fluid path shown. Then, the samples were infused with water from a 10 ml syringe and no occlusion was found. Complaint could not be verified. The root cause of the occlusion could not be determined without an observed failure. Device history record review for model 2000e lot number 23125063 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim: reported issue: we start an IV and pull blood. Place heplock and attempt to flush it. A large part of the time the heplock is faulty and it will not allow the passing of the flush.